Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the charger. The patient last felt stimulation and charged approximately a month ago. Diagnostics performed by manufacturer representative confirmed that ipg is inoperable. Surgical intervention may be taken at a later date to address this issue.

Event description:
It was reported that patient underwent surgical intervention to replace scs ipg on (B)(6) 2019. Stimulation was restored postoperatively.